Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after inserting a new battery into the device, the display would not return. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer performed the self-test and it passed. The customer was sent a replacement battery cap to try to resolve the issue. The customer received the battery cap replacement and stated that the display came back on. Nothing was replaced or returned.